Event description:
Boston scientific received information that this right atrial lead exhibited noise and out of range impedance measurements of greater than 3000 ohms. While they were with the patient the physician elected to replace the device at the same time to avoid any additional explant surgeries for this patient.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.